Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a new insulin pump was received but will not turn on before or after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to clean the battery contacts and remove and reinstall battery after 10 minutes however, the unit did not power on. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unexpected blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack however, the insulin pump powered up properly the problem was isolated to electronic assembly. No physical damage noted during our visual inspection.